Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports that the loudness varies during the day. Sometimes the implant even stops functioning. If pressing on the implant or below it with one finger the loudness comes back to normal. The user reports no trauma directly on the implant. No movement of the implant housing from its original position is reported.

Event description:
The user reports that the loudness varies during the day. Sometimes the implant even stops functioning. If pressing on the implant or below it with one finger the loudness comes back to normal. The user reports that the loudness fluctuation had been occurring for long time, more than a year but recently it has been constant. The user reports no trauma directly on the implant. No movement of the implant housing from its original position is reported. Wearing of a head bandage was recommended. However, the user did not stand to wear a bandage for longer than a day. Despite that pressure was applied for quite some time and the situation was solved. Anyhow, the user sent an email informing that the problem (variation of loudness) came back. She does not want to wear anything (not even for few days) that compresses the area trying to disperse the air bubble. She doesn_t even want to make any effort not to blow her nose. The user asked the surgeon to put a new implant despite the fact that the surgeon suggested a revision only of the implant bed side and the mastoid. The surgery is foreseen for october.

Manufacturer narrative:
Additional information: based on the received information and in situ measurements from the field the reported issue was likely caused by air over the reference electrode and/or electrode contacts. The recipient was wearing a head bandage, which resolved the issue temporarily. However loudness fluctuation re-occurred. A revision surgery is planned in(B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device is working within specification. Based on the received information and in situ measurements from the field the reported issue was likely caused by air over the reference electrode. The recipient was wearing a head bandage, which resolved the issue temporarily. However loudness fluctuation re-occurred and the recipient did not want to wear a head bandage again, thus the device was explanted. This is a final report.

Event description:
The user reports that the loudness varies during the day. Sometimes the implant even stops functioning. If pressing on the implant or below it with one finger the loudness comes back to normal. The user reports that the loudness fluctuation had been occurring for long time, more than a year but recently it has been constant. The user reports no trauma directly on the implant. No movement of the implant housing from its original position is reported. Wearing of a head bandage was recommended. However, the user did not stand to wear a bandage for longer than a day. Despite that pressure was applied for quite some time and the situation was solved. Anyhow, the user sent an email informing that the problem (variation of loudness) came back. She does not want to wear anything (not even for few days _ her hair gets messed up and she feels embarrassed to go out with a bandage around her head) that compresses the area trying to disperse the air bubble. She doesn_t even want to make any effort not to blow her nose. The user has been reimplanted.